Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the when the patient presented in clinic for a follow up, lead noise was observed on the right ventricular lead. Programming changes were made that prevented the noise, but had significantly reduced the sensing threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.